Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. Another blood glucose level was 59 mg/dl. The customer declined troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such as dizziness. The customer was treated with food, cranberry juice and suspended insulin delivery. Insulin pump had 2 incidents of insulin flow block alarm during therapy. Customer stated that they performed self test and insulin pump passed it. The device will not be returned for analysis.